Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, cyber-upgrade was attempted and failed multiple attempts. Technical services were contact and upgraded failed. Recommend programming changes and device was reset were made successfully and all parameters were found acceptable. Patient was asymptomatic. Cyber upgrade was not reattempted post device reset. Patient will continue to be monitored via merlin.net remote transmission and followed up per usual clinic protocols.